Event description:
It was reported that during the implant attempt, the helix of the right ventricular (rv) lead would extend initially. When the physician attempted to reposition the lead, the helix would no longer extend. The physician removed the lead and tested the helix, but it still would not extend. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. Blood/body fluid was found on the distal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled.